Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly, the lens was explanted from the right eye due to dislocation approximately twenty months post implant. The lens was replaced with another lens of the same model with a different diopter. Additional information including patient prognosis was requested but was not received.

Manufacturer narrative:
Based on the additional information, this event is determined to be unrelated to the device and, therefore, is no longer considered reportable.

Event description:
The patient has recovered. The lens was decentered. In the physician¿s opinion, the patient¿s eye anatomy was the likely cause of the event.